Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Correction: a 2.5 x 12 mm absorb scaffold was implanted in the distal lesion and a 3.0 x 28 mm scaffold was implanted in the proximal lesion. The restenosis was found in the 3.0 x 28 mm scaffold, not the 2.5 x 12 mm scaffold as initially reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat two lesions with 60% stenosis in the mid and distal left anterior descending (lad) artery. The patient presented with stable angina. Vessel sizing was done with quantitative coronary angiography. Pre-dilatation was performed with nc trek balloons, reducing the stenosis to less than 40%. A 3.0 x 28 mm absorb scaffold was implanted in the distal lesion and a 2.5 x 12 mm absorb scaffold was implanted in the proximal lesion. The scaffolds were not overlapping. Post-dilatation was done with nc trek balloons (3.0 x 20 mm and 2.5 x 12 mm). Final angiographic results were less than 10%. The patient returned on (B)(6) 2016 with st elevated myocardial infarction (stemi). Restenosis was found in the proximal 2.5 x 12 mm absorb scaffold. There was no issue with the distal scaffold. A 3.0 x 20 mm non-compliant balloon was used, followed by implanting a 3.0 x 25 mm non-abbott scaffold. The final patient outcome was good. The patient was put back on dual antiplatelet drug therapy of aspiring for life and prasugrel for 10 months. No additional information was provided.